Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. Hardware battery errors were also found in the data log. The reported event of error icon displayed was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed error hwbat on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.